Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms that led to x-ray visualization of the linx device open. This led to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2015. Esophagram on (B)(6) 2018 visualized the discontinuous device. There was no evidence of a hiatal hernia, gastro esophageal reflux, or esophagitis at the time. Device explant due to the device opening occurred without issue on (B)(6) 2018. A replacement linx was implanted (model: lxmc15, lot: 21340).

Manufacturer narrative:
Updated to include patient status. Updated to include reason for no device analysis. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms that led to x-ray visualization of the linx device open. This led to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2015. Esophagram on (B)(6) 2018 visualized the discontinuous device. There was no evidence of a hiatal hernia, gastro esophageal reflux, or esophagitis at the time. Device explant due to the device opening occurred without issue on (B)(6) 2018. A replacement linx was implanted (model: lxmc15, lot: 21340). Patient reports she is currently experiencing dysphagia as of (B)(6) 2018, stating she threw up four times after eating lunch that day. She also reported a reaction of the "glue" used to close the port sites and is being treated with antibiotics.